Manufacturer narrative:
One sample was received without pouch so lot number was not present. Visual inspection was performed and found damage on the sheeting of the welded cassette. An underwater pressure test at 8 psi was performed and found leak at the damage sheeting location only. The reported issue was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home kaguya set leaked. This occurred during set up of peritoneal dialysis therapy. The leak area was not identified. It was also mentioned that air was noted in the set during use. There was no patient injury or medical intervention associated with this event. No additional information is available.